Event description:
It was reported that during a ptca/stent procedure, the catheter met resistance with the guide wire just before it entered the rhv. The catheter could not be advanced further, so the physician wiped down the guide wire and catheter, and then removed the catheter from the guide wire. It was observed that the tip was missing and was left behind on the guide wire. Another catheter was used with the same guide wire without any difficulties.